Manufacturer narrative:
Based on the r&d analysis of the provided files, the reported issue was confirmed. A low-level communication error occurred during aida reading on (B)(6) 2026 at 08:33 am, leading to a programmer crash. Upon receipt, an interrogation test was performed, and the tablet functioned normally, with no pop-up messages or system freezes observed. The reported issue is not related to the smarttouch tablet. It is associated with a low-level communication error that occurred during the interrogation between the cpr4 head and the tablet, which could be related to the interrogation environment. The recommended workaround is to re-interrogate the implantable device if the error occurs again. The tablet was sent to the repair center to follow the standard repair workflow and will be returned to the field thereafter. This case is retained and utilized for trend analysis.

Event description:
Dr. (B)(6) reports that his programmer crashes when using smartcheck to perform tests, systematically during ventricular threshold testing. However, he is able to perform the v threshold test manually. He describes the bug as ¿a screen freeze during the automatic v threshold test, followed by the programmer application closing and restarting.¿ the last patient on whom he encountered this bug was 505cr77c on (B)(6) 2026.

Event description:
Dr. (B)(6) reports that his programmer crashes when using smartcheck to perform tests, systematically during ventricular threshold testing. However, he is able to perform the v threshold test manually. He describes the bug as ¿a screen freeze during the automatic v threshold test, followed by the programmer application closing and restarting.¿ the last patient on whom he encountered this bug was 505cr77c on (B)(6) 2026.